Event description:
Medtronic received report regarding a patient who underwent a mechanical thrombectomy procedure on (B)(6) 2022. A react-71 aspiration catheter and solitaire x stent retriever were used to retrieve a clot in the right internal carotid artery (ica) below the carotid t and a second clot in the carotid t. The pre-procedure tic was 0, mrs was 0, and nihss was 18. Post-operatively, hemorrhagic remodeling of the stroke was noted. On (B)(6) 2022, hemorrhagic petechia was observed in the computed tomography (CT) images before discharge on (B)(6) 2022. Imaging report noted intraparenchymal hemorrhage remote from the ischemic field. No additional intervention was required. The event did not result in patient disability or prolonged hospitalization and was not considered life-threatening. The site assessment of the event concluded the event had a causal relationship to the patient disease under study and was not related to the procedure or the medtronic devices. However, the medtronic study sponsor assessment concluded the event was a serious procedure-related event. The patient status was noted to be recovering and the event resolving.

Manufacturer narrative:
Only the patient's report birth year (1962) is valid as only the year of birth was provided by the customer. Associated with MDR #: 2029214-2022-01830 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had recovered/resolved.